Event description:
This lens tore when the technician was loading it into the deliver device. Another lens was used for the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.